Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 9 days after the dental implant was placed, the implant had not achieved osseointegration. Clinician reports patient had excellent hygiene. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 9 days after the dental implant was placed, the implant had not achieved osseointegration. Clinician reports patient had excellent hygiene. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.